Manufacturer narrative:
An investigation was peformed by (B)(4). The screnario could not be reporoduced on the echo. Cannout rule out inadvertant mislabeling of the sample tubes by the user.

Event description:
Customer reported an abo mistype when testing 2 samples on the echo. Sample 1 is a known o-pos, sample 2 is a known a-pos. The customer states that the types were inverted in the system. The samples were retested on the echo and resulted as expected.